Event description:
The customer reported via social media indicating that the insulin pump had a reservoir leak inside the reservoir compartment. Customer's blood glucose was unknown mg/dl. The customer was advised that she can always call helpline and replace product if needed. Customer declined any troubleshoot for leaks or high blood glucose or fluid in insulin pump. Customer stated that she will get rid of device and was advised to disconnect.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.